Event description:
Customer reported the unicel dxc 600 pro clinical chemistry analyzer generated erroneous high patient results for sodium (na) and calcium (calc). There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided examples of false results.

Manufacturer narrative:
A beckman coulter field service engineer was dispatched to evaluate the unicel dxc 600 pro clinical chemistry analyzer. The fse replaced multiple parts such as tubing, syringe, peri pump, and tubing to resolve the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is case(B)(4).